Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. No troubleshooting was done as customer had already loaded a new cartridge and was not experiencing any issues at the time of the call.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.